Event description:
Procedure performed: laparoscopic bilateral salpingectomy and oophorectomy event description: field team was present in or during case when cd001 bag broke during specimen removal. During the case, the physician mobilized first side fallopian tube and ovary, placed specimen into first bag, and removed introducer. Next, physician mobilized second side fallopian tube and ovary, placed specimen into a second bag, and removed introducer. The 11mm advanced fixation trocar port was removed, then the first bag was removed successfully. Upon removal of second bag, the tip of the bag broke and specimen fell into the patient. A [competitor device] was used to remove the specimen from patient to complete the case. No patient injury occurred. Bag is available for return. Patient status: no patient injury occurred. Intervention: a [competitor device] was used to remove the specimen from patient to complete the case.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided upon the completion of the investigation/

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience as the bag was torn at the tip. Stretching was also observed near the tear. Based on the condition of the returned unit and the description of the event, it is likely that the incision size was not adequately enlarged before specimen removal, resulting in excessive force being exerted on the tip of the bag and causing it to tear. The instructions for use states, " if the bag and contents are too large to be extracted, carefully enlarge the port site for ease of bag removal."

Event description:
Procedure performed: laparoscopic bilateral salpingectomy and oophorectomy. Event description: field team was present in or during case when cd001 bag broke during specimen removal. During the case, the physician mobilized first side fallopian tube and ovary, placed specimen into first bag, and removed introducer. Next, physician mobilized second side fallopian tube and ovary, placed specimen into a second bag, and removed introducer. The 11mm advanced fixation trocar port was removed, then the first bag was removed successfully. Upon removal of second bag, the tip of the bag broke and specimen fell into the patient. A [competitor device] was used to remove the specimen from patient to complete the case. No patient injury occurred. Bag is available for return. Patient status: no patient injury occurred. Intervention: a [competitor device] was used to remove the specimen from patient to complete the case.